Event description:
The reporter indicated that on 17-dec-2022 a 13.2mm, vticmo13.2, -17.5/1.5/094 (sphere/cylinder/axis), implantable collamer lens got stuck in the cartridge and tore/broke during injection/delivery into the right eye (od). The lens was implanted and removed intraoperatively, with no patient injury. A replacement lens was implanted at a later date and the problem resolved.

Manufacturer narrative:
Lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
Claim#: (B)(4).